Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery and weak battery alarm. The customer reported that the insulin pump had a blank display. The customer called back and reported that the failed battery test alarm recurred after placing the new battery cap on the insulin pump. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. Also received with normal operating currents. No blank display and no failed or weak battery alarms noted during testing. No damage found on the lcd isolation tape noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, corroded battery tube, stripped battery cap coin slot and cracked battery tube threads.